Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Event description:
The customer reported that a donor experienced an anticoagulant reaction. Initially, the donor experienced mild tingling and was given calcium orally. The donor next experienced face and feet tingling, tetany in the hands and shaking. Calcium gluconate IV was administered by the physician. The symptoms subsided and the donor was monitored. The donor was allowed to leave the customer site, feeling good and ambulatory. Patient (donor) age, gender, and weight are not available at this time. The disposable set is not available for return for evaluation per the customer. This report is being filed due to medical intervention in the form of IV calcium gluconate.